Event description:
Additional information received from the patient who noted they are on program 3 which is mostly good, but they have nights where they get up 2-3 times to go to the bathroom. They noted they intermittently have to push harder to urinate, they can feel something, and they are unsure if they have to urinate. As a result of what was reported, they were redirected to their healthcare provider (hcp) and then noted they have an appointment the following month. Three days later, patient called back wanting to know if their ins is depleting because they can't feel stimulation when laying down; information was reviewed. The caller also mentioned they tried increasing, but they couldn't go any higher than 6.35v on program 3; they received the "upper limit" symbol. Meaning was reviewed and the patient was redirected to the hcp. They mentioned they were still using the restroom 2-3 times in the middle of the night; they sometimes go every hour and sometimes doesn't. Caller said their brain is telling them to use the restroom before their bladder is full so they go often. They added that when they use the restroom sometimes, they barely urinate. They noted that they get no warning at all and really needs to go sometimes. Caller mentioned they feel like they have to force urine out of their body "almost like straining". The call center recommended following up with the hcp since they tried all available programs. The patient noted they are waiting for a callback from the nurse about their recent issues. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: when asked the cause of the upper limit seen, patient replied the device was set by the doctor, and the doctor had no machine to raise the limit. Patient went to urologist on (B)(6), and there is nothing else they can do to resolve error message. On (B)(6) 2019, patient replied that the doctor said the device is at its limits regarding the upper limit reached, and urologist couldn't set it any higher. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they still had ¿bad nights and sometimes it takes a long time to go to the bathroom¿. They had not followed up with their healthcare professional (hcp) as of yet. The patient stated that they were on program 3 (as per last contact) and ¿it says it won¿t go any higher¿ than 6.5 volts. It was reviewed that this was a high setting. The patient then moved to program 4 and increased the stimulation to 1.3 volts. They were going to try this setting. Further information received on (B)(6), 2019 from the patient reported that they were using the programmer and thought that they changed from program 4 to program 3 but it ¿doesn¿t stay¿. During the report, education on changing programs were reviewed with the patient and they were able to successfully change from program 4 to program 3. The patient tuned the programmer off then synced with the stimulator again. It was then confirmed that the programmer was showing program 3 as expected. The patient noted that they were to see their doctor next week. The patient stated that they were getting good therapy results at nighttime which was confirmed to be the reason they got the implant in the first place. They also mentioned that they were told that every patient was different regarding therapy effects. Therapy considerations were reviewed with the patient. Follow up information received from the patient on (B)(6), 2019 reported that the circumstances that led to the issue was that they ¿changed to program 4 to a lower level¿. As a step taken to resolve the issue, the patient changed back to program 3 at 6.35. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient called back, states he is still going a lot at night, reiterate issues already reported. Patient wants assistance to change to a different program. Patient services (ps) was able to help the patient to switch to program 3 and adjust stimulation to 5.7 v where he reports feeling comfortable stimulation and reviewed therapy considerations. The patient also reports he has talked with his healthcare professional about this issue already. On september 25th a letter was received from the patient stating the cause of the stim at the ins site was from having the setting a little too high during intercourse. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that most of the time he has the urge and has to urinate and they noticed at night and afternoon that he has the urge which started a couple days ago. Patient stated that it takes a couple of minutes to go. Patient has an appointment with their healthcare professional and wants the mdt rep to be there. Patient called again on (B)(6) 2019 and stated he was also given a prescription for oxybutynin. Patient also stated he set to p1 set to 8.0 or 8.1 and that initially she could not feel stimulation and that he does feel stimulation sometimes, depending on his positional movement. Additional information was received on 2019-08-21 and patient said that his current setting is at 8.0 and said that he is doing much better at night. Additional information was received and patient stated that the therapy "does work except for friday night". During the call it was determined that the patient had access to a patient programmer and it showed that the stimulation was on and patient had the ability to change programs and adjust stimulation. Assisted patient to change stim to p2, and increase from 0.0v to 5.8v where patient stated he felt stim comfortably. Initially stated he felt stim at ins site, but by end of call confirmed he no longer felt stim at ins site. Patient was advised to track progress ion/therapeutic response. No further complications were noted or anticipated.